Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320883 batch no: 8227655. It was reported that during use of the bd pen ndl 32g 4mm 90 CT nothing comes up during the priming. This occurred on 20 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: consumer reported nothing comes up during the priming. Incident date-unknown; occurence-20; his sugar is high about 350. He mentioned he is re using the pen needles. Sample-discarded. He gets the nano needle from mail order pharmacy. Item# 320883; lot# 8227655; expiration date-2023-08-31. Offered to send a voucher. Consumer stated he cannot wait 7 days, he ran out of the pen needles he is re using the pen needle picking it up from the garbage can. Advised consumer the pen needles are one time use only.